Manufacturer narrative:
This report is submitted on may 28, 2021.

Event description:
Per the clinic, the patient experienced intermittencies with device use. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. This report is submitted on july 16, 2021.

Manufacturer narrative:
This report is submitted on september 07, 2021.